Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted the heater bag tubing was separated from the cassette port. The separation will cause a leak during therapy, confirming the reported and retrieved alarm. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during drain six of six of peritoneal dialysis therapy. During troubleshooting, it was observed that the tubing from the cassette had come loose which resulted in a solution leak from the cassette which resulted in the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.